Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and a mesh and obtryx were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2009 and a mesh was implanted. It was reported that following insertion the patient experienced urinary problems, recurrence, bleeding and vaginal scarring.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient concurrently underwent transobturator sling (obtryx).

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced infection, burning, irritation and vaginitis.

Manufacturer narrative:
In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.